Event description:
It was reported that insufficient stent apposition occurred, requiring additional intervention. In (B)(6) 2023, the patient was admitted due to an acute inferior myocardial infarction, and coronary angiography showed normal opening of the left coronary artery (lca) and right coronary artery (rca), showing a right dominant pattern and stenting treatment. There were no abnormalities found on the left main artery, and there were plaques scattered on the left anterior descending artery. The mid left circumflex artery showed 85% stenosis and the mid rca showed 95% stenosis with heavy thrombus burden and a mild tumor dilation in the proximal segment with forward blood flow at timi level 3. After a non-boston scientific (bsc) guide catheter was engaged coaxially along the sheath to the rca opening and a non-bsc guidewire to the rca, which successfully crossed the stenosis, pre-dilatation was performed with a 2.5mm x 20mm balloon catheter. Reexamination angiography showed 50% residual stenosis in the mid rca, and the forward blood flow was at timi level 3. Subsequently, a 32mm x 3.50mm promus premier drug-eluting stent was selected for treatment along with the non-bsc guidewire for the stenosis of the rca lesion. The balloon catheter was dilated at 16 atmospheres for 5 seconds and successfully expanded. However, multi-position projection showed that the stent was poorly attached. Another 3.5mm x 15mm stent was used along the non-bsc guidewire and was dilated at 16 to 20 atmospheres for 5 seconds. Reexamination angiography showed that the stent was well attached, the distal blood flow reached timi 3 level, and the procedure was completed. The patient had no obvious discomfort during the procedure. The guidewire was withdrawn, the sheath was pulled out, the patient returned to the ward, and their condition improved. In (B)(6) 2023, the patient was discharged and rechecked without any abnormalities. In (B)(6) 2024, the patient reported that she had recently undergone heart angiography and found the suspected image manifestations of the original stent fracture. After additional review of the image materials, it was found that the stent was smooth without stent fracture. To confirm whether the stent was fractured, intravascular ultrasound examination is required, which had not been carried out at the time of reporting. A follow-up solution was actively being sought out for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).